Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. It was reported that when the device was attempted to be removed with slight force, the shaft of the delivery system separated. Per the instruction-for-use (IFU), xience prime everolimus eluting coronary stent system, under section 10.4: stent / system removal the following precautions are detailed: notes: 1) if during withdrawal of the catheter from the deployed stent resistance is encountered, use the following steps to improve balloon rewrap: re-inflate the balloon up to nominal pressure, deflate and change pressure to neutral. Repeat steps 1 through 5 above. 2) after successful withdrawal of the balloon from the deployed stent, should any resistance be felt at any time when withdrawing the stent delivery system or post-dilatation balloon into the guiding catheter, remove the entire system as a single unit. Failure to follow these steps and / or applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that the image provided is extremely out of focus and, as such, no discernable information can be obtained other than general vessel identification with contrast flow. Lesions, strictures, calcium, or other anatomical issues are not identifiable. The report does not indicate if there was any damage to the delivery system during removal from the hoop and balloon preparation prior to being delivered to the deployment site. As there was a report that ¿¿the balloon did not fully inflate¿¿ it can be inferred that there was a disruption with the balloon inflation lumen. Without the original device, which was discarded by the user, to inspect, it cannot be conclusively determined if the device was provided to the user in a damaged or faulty build state or if the damage happened during user handling prior to inflation. The device was reported to have a shaft separation when using slight force during withdrawal after the initial poor inflation process. It is not clear if the balloon was able to be fully, and properly, deflated prior to this withdrawal. If the balloon was unable to be fully deflated it could have become lodged at the guide catheter tip. A conclusive cause for the reported difficulties could not be determined; however, the subsequent unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to an inflation problem include, but are not limited to, inflation technique, anatomical conditions, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. Factors that can contribute to difficult to remove include, but are not limited to, guiding catheter lumen obstructions, kinks, bends, procedural technique, insufficient support, or interactions with other devices. Potential causes for a material separation include, but are not limited to, damage during manufacturing, inadvertent mishandling during unpackaging, during preparation or use of the device, interaction with the anatomy and/or accessory devices. In this case, it is possible the device interacted with accessory devices and/or the challenging anatomy during advancement, which may have damaged the device, resulting in the reported inflation problem. It is also possible that the balloon was not allowed sufficient time to deflate before an attempt was made to remove the device, resulting in the reported difficult to remove, ultimately causing the reported material separation, as it was reported force was used during retraction; however, without the device to examine, this cannot be confirmed. The broken shaft was retrieved successfully. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated. H6 - medical device problem code 2017: excessive force removed; failure to follow steps added.

Event description:
It was reported that the procedure was to treat the heavily calcified, moderately tortuous left circumflex coronary artery with 90% stenosis. Pre-dilatation was performed and a 3.5x38 mm xience prime stent was implanted in the left anterior descending (lad) coronary artery. A wire was then parked in the lad and the 3.0x38 mm xience prime stent was deployed in the circumflex; however, the balloon did not fully inflate, causing an unspecified issue with deployment. Post deployment, when the device was attempted to be removed with slight force, the shaft of the delivery system separated. The shaft was withdrawn with a balloon and there were no adverse patient sequela. Subsequent to the initially filed report, it was reported that the stent was deployed without issue and the resistance during removal was unspecified. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 2017- excessive force

Event description:
It was reported that the procedure was to treat the heavily calcified, moderately tortuous left circumflex coronary artery with 90% stenosis. Pre-dilatation was performed and a 3.5x38 mm xience prime stent was implanted in the left anterior descending (lad) coronary artery. A wire was then parked in the lad and the 3.0x38 mm xience prime stent was deployed in the circumflex; however, the balloon did not fully inflate, causing an unspecified issue with deployment. Post deployment, when the device was attempted to be removed with slight force, the shaft of the delivery system separated. The shaft was withdrawn with a balloon and there were no adverse patient sequela. No additional information was provided.